Event description:
It was reported that during prior to starting - pre-anesthesia for the da vinci xi system, errors 1162 were observed on universal surgical manipulator (usm) 2, preventing the customer from performing the planned 3-arm robotic case. Tse verified the error through system logs and confirmed the issue persisted after a system reboot, indicating that usm2 needed to be replaced. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In artemis, the 1162 error was found indicating axes controller magnetic cannula sensor fault on the axes controller spar board, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a patient side cart (psc) fixture test platform (pftp) where fault check and check cannula test was found to be failing on the cannula north check. Once testing was completed, the axes controller spar cannula (acsc) board and cannula flat flex cable were tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The root cause is attributed to an issue with the acsc board and cannula flat flex cable. This issue may be resolved by fse service to replace the cannula.